Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a backup battery fault alarm on (B)(6) 2015. The patient stated that he was doing fine. The patient lives over 2 hours away from the clinic and was instructed to present to the clinic the following day. The vad coordinator reported that the patient received the backup battery fault alarm due to the backup battery's end of life on (B)(6) 2015. The backup battery was changed and the alarm stopped with no further issues. The system controller remains in use.

Manufacturer narrative:
Approximate age of device - 3 years (calculated from date of manufacture of the backup battery). The system controller and backup battery were not returned for evaluation as the system controller remains in use. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in september 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on september 1, 2015 the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.